Event description:
MDR decision date: (B)(6) 2012 - no serious injury alleged. Malfunction alleged. (B)(6) stated that the welds at the brace of the seat sits on and it's coming apart and bending. MDR filed.